Event description:
It was reported that this pacemaker and this lead were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted product was not planned to be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).